Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately (1) one-year post initial procedure, an endoleak (indeterminate origin) was identified. The bifurcated stent graft also showed as collapsed. The patient's current condition is unknown, and it is unknown if the physician plans to re-intervene.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being fine with no complaints. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately (1) one-year post initial procedure, an endoleak (indeterminate origin) was identified. The bifurcated stent graft also showed as collapsed. The patient's current condition is unknown, and it is unknown if the physician plans to re-intervene. Additional information: reintervention was completed with the implant of an afx vela infrarenal. The final patient status was reported as being fine with no complaints.